Manufacturer narrative:
The insulin pump was monitored for 1 day with no blank display noted. The pump had all operating currents within specification. The pump passed the self-test, displacement test, rewind, basic occlusion test and prime/ compromised force sensor test. The off no power alarm functions properly. The pump was received stuck in motor error loop during bolus/basal delivery and motor position encoder error alarm confirmed in history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Analysis was unable to perform the unexpected restart error test, excessive no delivery test and occlusion test due to motor error alarms. The pump had a cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the pump had motor error alarm, motor position encoder error alarm, and no delivery alarm. The blood glucose at the time of the incident was 150 mg/dl. The customer state they have reoccurring no delivery alarms. The motor error occurred while to correct for the no delivery. At which point the pump shut down and the display stated powering off. The batteries were changed and the motor error alarmed again. The customer states the pump was not exposed to a high magnetic field and the drive support cap appears intact. The customer stated there was a motor position encoder error alarm noted in the history. The no delivery was resolved by a complete set change. The customer states they are able to rewind some times, but the motor error is reoccurring. Troubleshooting was not able to resolve the issue. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The device will be returned for analysis.